Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 7f sheath.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg#. Evaluation summary: visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or technique during plunger removal due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device after a percutaneous coronary intervention (pci) procedure. Reportedly, a suture break occurred when the needle plunger was being removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.